Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. Date of issue is an approximation. The patient stated they dosed themselves with insulin based on the cgm reading that was displaying a high value. The patient stated he became hypoglycemic after dosing and lost consciousness and in a coma for two days. They stated they were in the hospital for a total of 8 days due to this issue; however, they did not provide additional information about the event. At the time of contact, the patient was doing okay. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.